Event description:
We were served with a lawsuit that alleges the plaintiff fell asleep while using a heating pad under her back and awoke to a flame which resulted in second degree burns to her hands and first degree burns to her back. Her bedding was also damaged.

Manufacturer narrative:
It is admitted that the plaintiff fell asleep while using the heating pad under her back which is misuse / abuse of the product and a violation of the instructions and warnings provided.